Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurement on a chronic competitor's right ventricular (rv) lead. The device also recorded code 1005 indicative of an open lead/connection. Boston scientific technical services (ts) suspects root cause as either a fractured rv lead or a loose connection. The device was programmed to tachy therapy off and the patient was transferred to the intensive care unit for monitoring. The following day surgical intervention was performed and the rv lead was replaced. This device remains implanted. No additional adverse patient effects were reported.